Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the cannula of the sleeve cracked at distal. Further evaluation found that the cap of the sleeve was slightly separated from the sleeve assembly; the posts and the pockets were noted to be broken. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the returned condition of the device no testing could be performed to evaluate the event reported. However, a corrective action has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, abdominal air leaked. The inner pressure was 8 mmhg. Another device was used to complete the case. There were no adverse consequences for the patient.